Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the guidewire and the inflation lumen of the device. There was tip damage. The balloon was loosely folded. There was a pinhole on the distal end of the distal marker band in the balloon material. There were numerous shaft and hypotube kinks throughout the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.